Event description:
Customer reportedly obtained a result of 33mg/dl and drank juice with honey. Six minutes later, customer tested 36 mg/dl and within 10 minutes 448 mg/dl. Customer tested 1 minute later with a result of 54mg/dl. All results obtained on the compact plus system. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.